Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire perforated the balloon catheter. The 100% stenosed target lesion was located in the moderately tortuous common iliac artery. The 4.0x20mm sterling balloon catheter was placed inside the patient. While attempting a guide wire exchange at an unknown time during the procedure, a non bsc guide wire perforated the shaft of the sterling proximal to its balloon. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire perforated the balloon catheter. The 100% stenosed target lesion was located in the moderately tortuous common iliac artery. The 4.0x20mm sterling balloon catheter was placed inside the patient. While attempting a guide wire exchange at an unknown time during the procedure, a non bsc guide wire perforated the shaft of the sterling proximal to its balloon. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned complaint device revealed the inner shaft was kinked on both ends of the proximal markerband and the shaft was flattened 33.5cm from the tip. An appropriate sized guide wire was inserted into the tip of the catheter and tracked through the wire lumen. The wire was advanced through the full length of the wire lumen with only minor resistance noted at the location of the shaft damage. There was no evidence that a guide wire was advanced through the wall of the distal shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).